Manufacturer narrative:
(B)(4).

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s mother found the patient unresponsive at 10:00 am on (B)(6) 2020. It was reported that she was sleeping, did not wake up, and did not respond to her mother. The patient¿s mother noticed the error message on the dexcom and checked the patient¿s blood glucose (bg), which was 38mg/dl. She then treated the patient with a glucose injection. Additionally, it was reported that there were no alerts for the follow app on an incompatible phone. The patient did receive an alert on her own smart device for the sensor error but during the sensor error she did not receive a low glucose alert. At the time or report, the patient was doing fine. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.